Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that after initial replacement on (B)(6) 2016, a few days later the patient said they did not feel well and after the managing physician evaluated the pump, came to the conclusion that the pump was not functioning properly. It was not known if any environmental/external/patient factors may have led or contributed to the issue. It was also not know what diagnostics/troubleshooting was performed in relation to the conclusion that the pump was not functioning properly. The pump was replaced again on (B)(6) 2017, three months after initial replacement and was now functioning properly. The pump was to be returned to the manufacturer for analysis. The issue was resolved at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer on 2017-jan-04. It was reported that the patient went to the hospital due to the pain all over their body. The patient also reported that they were experiencing a burning from the top of their head to the bottom of their feet. The patient was given hydrocodone-acetaminophen10-325t and ondansetron 8 mg tablets for sickness. The patient was sent home and did not see their health care provider (hcp). The patient went to their hcp on (B)(6) 2017 and their pump was checked. The nurse informed the patient that the pump was working as expected, but speculated that it might be a catheter issue. A follow-up dye study was scheduled for (B)(6) 2017. On the night of (B)(6) 2017, the patient again went to the hospital for a return of the pain and burning symptoms, but did not stay and returned. The patient reported that they were worried about the oral medications that they were taking. The patient reported that they were unable to get anything done and were scared of their symptoms. The patient¿s concomitant medications hydrocodone-acetaminophen 10-325t, ondansetron 8mg tablets.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer was received on 2017-jan-05. The patient reported that they were losing their voice and they are ¿so out of it¿. They noted that the drugs in their pump had not changed since the initial event. The patient also reported that they would be having a catheter dye study on (B)(6) 2017 instead as previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and another unknown drug at unknown concentrations and dosages via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient¿s pump was replaced due to longevity on (B)(6) 2016. The next day, (B)(6) 2016, the patient was in so much pain that they went to the ER and was given a ¿pain bag¿ with morphine. The patient¿s pain continued for 3 days and the patient was doubled up with cramps. The patient reports that they went to see their managing physician but ¿went to the room and that is the last [they] remember¿. The patient¿s daughter informed the patient that they were ¿put on an exam table and when they went to take the patient off the table; the patient¿s eyes rolled and patient stated ¿nobody was home¿ and needed resuscitation.¿ the patient¿s physician ¿had a needle in [the patient¿s] arm with a bag and brought [the patient back]¿. The patient thought that they ¿literally died¿ because they remember nothing. The patient also reported that they haven't slept since that event and reported it to their healthcare provider¿s assistant on (B)(6) 2016. According to the patient¿s healthcare provider, the patient¿s pump stopped functioning and the patient states that they are in withdrawals.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (500 mcg/ml at 175.04 mcg/day) and bupivacaine (25 mg/ml at 8.752 mg/day). Analysis of the pump found no anomaly. The conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.